Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged blank display found on 06/10/2021. ¿test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was received with blank display. Attempted to download using crest tool and was unsuccessful due to moisture damage on electronic assembly. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the keypad connector on j1/pcba1, j6 connector internal battery, j7 power connector, motor and force sensor during visual inspection. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. The pump did not power up using the battery simulator. The following were noted during visual inspection: cracked case (corner of belt clip rails) missing display window cover, cracked battery tube threads, cracked keypad overlay and scratched case. In summary, blank display confirmed due to moisture damage on electronic assembly. Cracked case on battery tube confirmed. Exposed to moisture confirmed.

Event description:
Information received by medtronic indicated that insulin pump had a crack on back side of pump. Customer reported that insulin pump was not dropped or bumped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.